Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported being in the emergency room due to a low blood glucose level on (B)(6) 2022. The customer¿s blood glucose level was 25 mg/dl at the time of hospitalization. The customer was treated with glucose tablets and intravenous infusion. The customer also reported that the insulin pump had a post-reset ram crc alarm. Troubleshooting was performed. The customer had been using an insulin pump system within 48 hours of reporting a low blood glucose event. The customer stated that the auto mode feature was not active at the time of the low blood glucose event. The customer alleges the insulin pump was over-delivering insulin, they had taken 60 units. Also, the customer was able to clear the alarm and rewind the process. No future patient complications were reported. The customer will discontinue using the device.